Manufacturer narrative:
Investigation in process, but not yet complete. A follow-up medwatch report will be sent to the FDA upon completion.

Event description:
It was reported that during a procedure performed in the (B)(6) on (B)(6) 2014, while providing final torque to the locking cap screw it would not tighten and came out of the tulip head component of the slp6535 6.5mm x 35mm, s-lok polyaxial screw. The polyaxial screw was removed and replaced with a slp75835 7.5mm x 35mm, s-lok polyaxial screw and the same locking cap screw was successfully assembled and torqued. This resulted in a thirty (30) minute delay to the procedure.